Event description:
The customer reported that the remote alarm was not working. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the remote alarm was not working. Red alarms were not sending through the nurse call system. Reseating the cable on the input/output board resolved the problem. Philips does not know the cause of the inadequate board/cable contact. There was no report of any adverse pt impact. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.